Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reported that she wants to get her ins taken out and have an MRI because it isnt working. The patient stated that they tried to turn it on, recharge it, and even change the batteries but its not doing anything. The patient reported that they saw a doctor and his nurse and was told to wear the belt and charge for 48 hours but the device still didn¿t charge. The patient was instructed to follow up with their health care provider. It was noted that this started occurring 4 or 5 years ago. It was further noted that their health care provider had moved, so the patient was sent physician listings. No further patient complications have been reported as a result of this event.